Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was [10/04/2024]. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no images on 180 scopes due to faulty patient board set, could be identified. We could not identify a root cause. According to the facts found out from the investigation, phenomenon was reproduced during inspection at the repair department. We, therefore, surmised that no image was displayed with 180 scope due to faulty patient board set (ap/dr boards). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no image due to a fault patient board set. There were no reports of patient involvement.